Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was programmed off for an surgical procedure. The patient was accidently discharged with the device off. The device has since been programmed back on. No adverse patient effects were reported.